Manufacturer narrative:
H11: correction. D4: corrected model#, catalog # and removed unique identifier(UDI). D4. UDI# - the device has a date of manufacture of (13-jan-2009) and was not subject to UDI requirements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator displayed a high fraction of inspired oxygen (fio2) readings. Furthermore, there was no patient associated with the event.